Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has received multiple no delivery alarms during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 366 mg/dl at the time of the incident. Troubleshooting was done for no delivery and priming and the customer was able to prime. Customer indicated that it did not alarm.